Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire medical checked the logs and found that unit was start-up on 03-aug-2022 at 10:40:39 am showing alarm 241- blower temp high triggered just once on 05-aug-at 2022 9:33:06 am. Blower temp is not available in logs for this entry while the blower temp was recorded 61.2 degree at 06-aug-2022 2:46:11 am. The next startup was done on 06-aug-2022 12:22:42 pm then the ventilator triggered alarm 316-blower failure. Vyaire medical technical support advised to perform blower test and send the logs. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 is giving alarms 401 - inspiration valve or device leaky and 316 - blower failure. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. Exact issue is unclear and the customer didn't provide any further details. Case has been closed after three attempts without any reply from the customer. As a resolution, vyaire shipped a new moog blower under warranty for replacement.